Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an intermittent loss of a live image during manual mode only. It is likely this occurred during manual technique operation. There are no reports of pt injury or death associated with this event.